Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.

Event description:
On 03/aug/2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of generalized abdominal pain and diarrhea. The patient was admitted and diagnosed with peritonitis. No culture results or labs for cell counts were available from the hospitalization. The patient was administered antibiotics with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient continued with continuous cycling peritoneal dialysis (ccpd) during the hospitalization. The patient was discharged on (B)(6) 2023 and was seen at the pd clinic on the same date. The nephrologist at the clinic ordered follow-up pd cultures and cell count. Additionally, the nephrologist instructed the patient to continue with antibiotic therapy with ip vancomycin 1000mg and ip cefepime 1000mg for 10 days. The antibiotics commenced on (B)(6) 2023. The white blood cell count resulted with 13.50 (within normal range and the pd culture has shown no growth after 48 hours). The pdrn reported that the patient had been experiencing constipation prior to the peritonitis event. The patient had been re-oriented at every clinic appointment to take lactulose daily as ordered by his physician and the colace with senna pills. The patient is continuing ccpd treatments during recovery at home. No further information was available.